Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), confirmed the presence of an obstructive deposition within the inflow cannula. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump housing (figure 1). The distal end of the pump cable and modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, visual inspection of the distal end of the inflow cannula revealed a pinkish-red deposition that appeared to have developed over an undetermined period of time during support. The deposition occluded a majority of the blood path and would have contributed to the reported low flow values observed in the retrieved log files. The submitted and retrieved log files were reviewed. The log files captured calculated flow values consistent with a deposition occluding the blood path in the inflow cannula. Rotor displacement and noise values appeared stable, indicating that the rotor was not impacted by the deposition. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange from (B)(6) on (B)(6) 2025. The patient had been experiencing continuous flow decrease from 3.4 l/min to 2.3 l/min for one week. Laboratory tests, computed tomography (CT) scans, and log files showed no evidence of pump thrombosis. Due to the patient's increasing deterioration (shortness of breath) and flow decreases to 1.8 l/min, the decision was made to replace the pump. After replacing the pump, the inflow cannula was found to be almost completely clogged with organic material. The patient then passed away on (B)(6) 2025. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The outcome was not device related. An autopsy will be performed and report provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.